Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that when the field representative checked the system after pocket closure the right ventricular (rv) lead exhibited high out of range impedance measurement of greater than 2500 ohms. In unipolar, the impedance was 530 ohms. Loss of capture was observed at 1.5 volts at 0.4 ms when programmed bipolar. The pocket was re-opened and the lead was found to not be completely seated in the header of the device. Subsequently the lead was re-inserted into the header. The device and lead remain in service. No additional adverse patient effects were reported.